Event description:
A hospital in (B)(6) reports a patient implanted with a matrix construct is experienced an allergic reaction on the upper section of l3 on both sides. This report is #2 of 2 for the same event.

Manufacturer narrative:
Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.